Event description:
A malfunction was reported involving a repeated error code, identified as malf 12, on a customer's insulin pump. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed that the pump was under warranty and arranged to replace it. The customer was instructed on how to enter storage mode before returning the faulty pump with a prepaid label. Additionally, the customer will use multiple daily injections as a backup therapy.